Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act buttons dome switch. No unlocked j2 or lcd keypad connector noted. Device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had received button was not unresponsive and also had an infection. Customer¿s blood glucose was unknown. Troubleshooting was declined. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.